Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as the cylinder strength was weak. The tests performed indicated that the saline solution was insufficient. A surgical procedure was performed in which additional saline was added to the reservoir; no components were removed during the intervention. The surgery went well and the patient was said to be stable.